Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain around her ipg pocket site. The patient underwent a surgical procedure and her physician opted to explant her ipg and replace it with a smaller ipg. The patient's existing leads were testing intraoperatively and there were no impedance issues. The patient was receiving effective stimulation coverage postoperatively. Follow-up information identified the patient was no longer experiencing pain at her ipg pocket site.